Manufacturer narrative:
Additional information: one actual device and one companion sample were received. Sample analysis was performed on the actual sample. Visual inspection identified a loose, brown card board like, irregularly shaped particulate matter observed on the tubing inside an opened pouch. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a defect was found inside the packaging of the transfer set. It was further reported that particulate matter was inside the fluid pathway of the tubing. This was noticed after opening the set and prior to use. There was no patient involvement. No additional information is available.